Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they need to push act button harder to get it to respond. The troubleshooting was not mentioned. The customer need to push act button harder to get it to respond, some times causes customer to put in the wrong information and insulin pump was louder during rewind. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.